Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5036920) in united states on 18-aug-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced absolute worst pain during the implantation - pain just kept getting worse, pain in back and pain in stomach was so bad it was hard to work, walk and enjoy the simple things, hair started to thin and fall out, started to gain weight, two horrible scars on stomach, and other health problems. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer experienced the absolute worst pain during the implantation that she even cried during the procedure. The pain just kept getting worse each day from the insertion of essure, and it did not stop. She had also pain in her back and stomach which was so bad it was hard to work, walk and enjoy the simple things. Her hair started to thin and fall out. She started to gain weight. Consumer had to have a hysterectomy and essure was removed on (B)(6) 2014. Now she has two horrible scars on stomach. She believes that essure has led to other healthy problems that she is now facing. Reporter causality: the relationship between the events and essure was not reported. Follow up 22.aug.2014: ptc investigation results were provided. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category IV. Medical assessment: the reported adverse events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information from 03-sep-2014: follow-up attempts were done with no response to date. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in back and pain in stomach was so bad it was hard to work, walk and enjoy the simple things. These events were considered serious due to medical significance, they are listed on the reference safety information for essure, and were regarded as incidents since intervention was required (consumer had to have a hysterectomy). Abdominal/pelvic pain and cramping may occur with essure. Pain and cramping may be a more likely occurrence during the menstrual period, during and after sexual intercourse or with other physical activity. As with currently available methods of mechanical permanent contraception (i.e., clips, rings), if the essure micro-insert is to be removed, it is possible that surgical removal of the fallopian tubes (salpingectomy) and uterus (hysterectomy) may be required. Considering the nature of the events pain in back and pain in stomach was so bad it was hard to work, walk and enjoy the simple things, a causal relationship between these reported events and essure cannot be excluded. Also, non-serious events were reported: absolute worst pain during the implantation- pain just kept getting worse, hair started to thin and fall out, started to gain weight, two horrible scars on my stomach and other health problems. A product technical analysis concluded "unconfirmed quality defect" and stated that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected. Case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.